Event description:
On 4th day post closure procedure, a non-occlusive thrombus extentsion from the occlusive gsv thrombus was detected in the cfv. The pt suffered a mild pain. The pt was hosptalized for 1 day and was placed on anti-coagulation therapy including ivc filter, lovenox, and coumadin. At time of follow-up 8 mos later, the pt was asymtomatic.